Event description:
A malfunction alarm was reported by the customer, identified by the code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided reset information and assisted the customer with resetting the pump. The customer continued to use the pump for insulin therapy.